Manufacturer narrative:
The investigation is still ongoing for this event. When the investigation is completed a follow-up will sent to the FDA.

Event description:
Philips received a report from a customer related to a patient heating incident (blistering on the right elbow) with a flex coil on an ingenia ambition x mr system.

Manufacturer narrative:
Based on the provided information and tests performed on site, there is no indication of a malfunction of the MRI system or coil used that contributed to the injury. The injury on the patient¿s right elbow is consistent with heating injuries caused by body-to-bore contact. It was reported that the right elbow was in contact with the bore. Contributing factors observed: - in total 4 scans were performed on high sar, of which 3 scans were consecutively executed, allowing no cool down time for the patient. - the patient ventilation was not at the highest level. Level 5 is recommended for high sar scans, it supports the cool down mechanism. - the patient was sedated. The thermoregulation of sedated patients is known to be impaired. The patient was unable to sense or communicate discomfort or pain. - the patient was obese. The thermoregulation of obese patients is known to be impaired. The risk of rf energy-related injuries is higher in patients with impaired thermoregulation. - the total administered specific energy dose of 2.8 kj/kg exceeded the recommended limit of 2.0 kj/kg for patients with impaired thermoregulation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.